Manufacturer narrative:
The reported field event of sensing issue was not confirmed in the lab. Upon receipt, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted in a procedure on (B)(6) 2023. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with under-sensing. No changes were reported. The patient status was unknown.